Event description:
It was reported that there was ffrw (far-field r-wave) oversensing resulting in mode switching. It was also noted that the patient occasionally felt the pacing. The sensitivity could not be adjusted due to small p-waves, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).